Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause for the customer not performing the device long term storage pre-treatment was a failure to follow the IFU instructions. The event can be detected/prevented by following the instructions for use section below: operation manual 7.16 care and storage to be carried out when the equipment is not used for long periods of time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was determined that the customer did not perform the necessary device treatment before the endoscope reprocessor was stored for a long period of time. There was no patient involvement and no harm reported as a result of the event.